Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised due to hip pain. On excision, puss and fluid was extracted for pathological examination - this proved infection was present. All implants were extracted and antibiotic cement spacer was placed. Stripe wear was noted on ceramic liner and ceramic head, with impingement wear to the cup - all located in the posterior lower quarter.